Event description:
The tech alleged that the brakes will not hold on the head but hold on the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer linkage to resolve the issue.